Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reports to have received a button error alarm while attempting a bolus delivery. Customer's blood glucose was 138 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.